Event description:
The manufacturer received information alleging a trilogy evo ventilator had a broken power cord due to it getting caught in an elevator. There was no harm or injury reported. The sales rep contacted the facility where the patient has been staying and confirmed the situation of the device, then obtained their agreement with bringing another ac power cord to replace the damaged cord. The sales rep visited the facility and confirmed the breaking of wire for the ac power cord, and the cord was replaced and confirmed energization to the main unit. The device is not expected to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. If, the device is returned for evaluation of the device, a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "became aware" date.